Manufacturer narrative:
(B)(4). The device has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem; however, there was an unrelated iipv event noted (addressed in (B)(4)). The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. A short simulated therapy was performed and completed successfully. External & internal inspection was performed and revealed no problems. A review of the service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The sample evaluation and the review of the logs did not identify anything that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient passed away in their home. It was reported that the patient was connected to the homechoice device at the time they expired. It was unknown if an autopsy was performed. No additional information is available at this time.